Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to dehydration and high blood glucose of close to 200mg/dl. The customer was experiencing unexplained high glucose for two days. It was stated that the events leading to her admission was cramps and nausea. Troubleshooting was declined and stated to call back after seeing her doctor. No further information was provided.